Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe had scale marking issues. This occurred on 3 occasions before use. The following information was provided by the initial reporter: during production was found syringes with visual defects - milliliters mark ink.

Manufacturer narrative:
H.6. Investigation summary three syringes along with three photos were provided to our quality team for investigation. Upon visual inspection, ink stains were observed in the numbers on the barrel scale. A device history review was performed for reported lot 1906252, finding one annotation related to the alleged defect. During the marking process, a malfunction was detected with the marking machine related to the misalignment of the silk system that transfer the scale as well as the piece that removes excess ink, creating ink spots as seen in the product reported. The mechanical team repaired the failure and impacted units were scrapped. Based on our investigation, it determined the issue reported is related to this malfunction. We have notified manufacturing personnel to increase awareness of this matter. A project has been initiated to look further into this issue and reduce any re-occurrence. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe had scale marking issues. This occurred on 3 occasions before use. The following information was provided by the initial reporter: during production was found syringes with visual defects - milliliters mark ink.